Manufacturer narrative:
A field service engineer (fse) was at the customer's site at the time of the event for an unrelated issue. The fse observed a reagent pack sharing with another instrument or reagent pack loading may have been a contributing factor(s) for this event. This MDR represents event 7 of 10 reported by the customer, this MDR is related to the following mdrs that have been reported: mdrs 2122870-2011-05312, 05313, 05314, 05315, 05316, 05317, 05319, 05320, 05321. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events.

Event description:
The customer contacted beckman coulter inc. (Bec) to report an erroneous free thyroxine (free t4) result generated on their synchron lxi 725 access 2i clinical system. The erroneous pt sample result was reported outside of the lab. While the ordering physician questioned the result, it is unk if there was any impact to pt treatment associated with this event. The customer reported that an "ovr" flag and a free t4 result of ">6 ng/ml" were generated by the instrument. The pt sample was reassayed and a lower result was obtained. An amended report was generated and reported outside of the lab.